Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2009; 419588 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that there was no capture at maximum output and no sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.